Event description:
Facility staff alleged that the totalcare head hi-lo was drifting down. No injury reported.

Manufacturer narrative:
Technician confirmed head had a slow drift. Found CPR value top of the plunger was worn. Replaced CPR valve to resolve this issue. Location of bed plants ops.